Event description:
It was reported that the patient presented to the hospital for an unscheduled follow. The patient was admitted to the hospital, had shortness of breath, and exacerbation of congestive heart failure. The device exhibited intermittent capture, inappropriate sensing, and no output. The battery voltage reading given during device interrogation was an 'illegal value'. The patient's heart failure symptoms were treated with diuretics, and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Mfgr's patient and device codes used as none available on 3500 voluntary form. Corrected. Evaluation summary ema wirebond - loose/detached. Preliminary analysis confirmed the reported no output condition, and also revealed no telemetry. Further testing revealed the no output and no telemetry conditions were the result of lifted output bond wires. Other text : it was reported that the patient presented to the hospital for an unscheduled follow. The patient was admitted to the hospital, had shortness of breath, and exacerbation of congestive heart failure. The device exhibited intermittent capture, inappropriate sensing, and no output. The battery voltage reading given during device interrogation was an 'illegal value'. The patient's heart failure symptoms were treated with diuretics, and the device was replaced. No further patient complications have been reported as a result of this event. Actual device involved in incident was evaluated. Electrical tests performed. Mechanical tests performed; visual examination: component/subassembly failure. Wire, device was out of specification in a manner that relates to event; 1capture, failure to. Interrogate, difficult to. Output, none. Sensitivity.